Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was under the age of 18. A visual evaluation of the returned device found that the stent was kinked in several locations. Based on product analysis, the issue was noted during procedure and inside the patient, which indicates that the product was used within the surgical intervention; probably procedural or anatomical factors of the procedure affected the device performance and its integrity. It is most likely that during its manipulation the device could have been damaged, since the failure found (stent kinked) is a known issue that could have been generated by excessive manipulation of the device by the user, excess of force applied to the product and/or the interaction with other devices; under this condition (stent kinked) the product performance will be directly affected; the stent cannot be properly placed/deployed into the patient and resistance or difficulties during procedure can appear. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a pancreatic duct stent placement procedure in the pancreatic duct, performed on (B)(6) 2018. According to the complainant, during the procedure, when the stent was positioned in the main pancreatic duct for deployment, the physician attempted to pull the pull wire but severe resistance was encountered and the stent failed to deploy. The procedure was completed using a different device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; stent kinked. Please see results of manufacturer's final investigation.